Event description:
It was reported the right ventricular lead exhibited far r oversensing. Further information was requested however, was not provided.

Event description:
New information noted that programming changes were performed.